Event description:
Medtronic received information that 10 years and 5 months post implant of this 27 mm aortic bioprosthetic valve, it was explanted and replaced with a 27 mm aortic bioprosthetic valve of a different model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.